Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, a6, b3, b5, b6, b7, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient in the jawline with 2 cc of juvéderm® volux¿ xc and in the cheeks and chin with 2 cc of juvéderm® voluma¿ xc. The event occurred at the injection site 13 months later. A biopsy was performed from the excision, resulting with ¿ruptured cyst¿ and ¿granulomatous infiltrate in association with foreign material.¿ the patient experienced ¿scarring¿ from the biopsy/excision. The healthcare professional was in the process of dissolving the juvéderm® volux¿ xc injection site and considered dissolving the juvéderm® voluma¿ xc sites if needed. The event was ongoing, with ¿one small punctum persisting.¿

Event description:
Healthcare professional reported that patient was injected with juvéderm® volux¿ xc and juvéderm® voluma¿ xc. The patient experienced ¿granulomas¿ in the jawline. Biopsy was not provided. The granulomas were excised. Event is ongoing. This file captured the juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.